Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and one of the flippers was sticking on the left plunger case. A review of the event history log identified plunger not in place alarm in history. During functional testing the reported issue was duplicated during start up. There was contamination on one of the flipper gaskets. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the left plunger case.

Event description:
It was reported that the pump exhibited a plunger sensor issue. No patient injury was reported.